Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the scratch was noted on the back of the lens and reported that inserter was stiffer then usual to use and scratch caused by the inserter. The lens was implanted and then removed, and the backup lens was inserted. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
In the initial MDR wrong information about the product has been reported (corrected information provided in d.1. And d.4). A handpiece sample was not received at the manufacturing site for evaluation for the report of scratch in lens and stiff injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).